Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebw2280 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that a PICC line that was removed from patient, appeared to have a crack in the tubing. This PICC line was removed and a new one was reinserted. No patient injury reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a crack in the tubing was confirmed but the exact cause was unknown. The product returned for evaluation was a 5fr d/l powerpicc solo catheter. The sample had been trimmed at the 22cm depth marking and usage residue was seen throughout. Gross visual evaluation of the sample discovered the presence of a circumferential split in the extension tube of the red-luered lumen. The split was located underneath the luer connector by approximately 2mm. Microscopic examination of the damage showed that the fracture surface was rough and granular and the damage regions correlated to points where the extension tube appeared to be adhered to the luer hub. No damage existed in regions of the extension tube which were not tacked to the luer hub. The fracture features at the damage site appeared similar to fatigue damage and flexural fatigue may have been a contributing factor but the damage location and tacking of the extension tube to the luer wall suggest other, unknown, contributing factor(s) may have also been involved. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of rebw2280 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a PICC line that was removed from patient, appeared to have a crack in the tubing. This PICC line was removed and a new one was reinserted. No patient injury reported.